Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
During an impella procedure, in an artery size 7-8 mm. Pt. Was sent for cut down. After the cut down, physician spoke with surgeon and noted calcium plaque was lifted with anchor of the manta. It was believed to have broken with large sheath insertion and manta anchor lifted calcium causing dissection. Hospital could not find cover stents. Post procedure physician stated, he felt a jump and crunch during sheath advancement; which could have broken calcium and caused lifting of calcium plaque where manta anchor caught. Manta deployment with dissection when contralateral view was done. Pt. Taken to surgery. Depth= 4+1=5 impella case.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram videos were submitted for review and confirm a dissection present. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an impella procedure, a manta 14f was deployed at a 4+1 depth for closure. The artery was 7-8mm having circumferential calcification and posterior calcification present. The sales representative informed the surgeon the arteriotomy conditions were not recommended for manta closure device as indicated in the IFU. Post-procedure the surgeon mentioned he felt a "jump and crunch" during sheath advancement. A post contralateral angiogram revealed a dissection, and a surgical cut down was performed. The surgeon believed plaque that was dislodged during the large sheath insertion had propped up the manta anchor causing the dissection. Dissections are a common event in large bore procedures; therefore, it is inconclusive if the dissection was caused during the procedure or by the manta closure device. The IFU was reviewed and confirmed to list warning: do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. Additionally, precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma.